Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 15-aug-2019 from the (B)(6) licensed operating nurse stating "in the past she had a clip that fell out of a scope during reprocessing". When the origin of the clip was investigated, the room tech/nurse stated they did not use a clip on the case where the scope was used. They [user facility] were unable to determine the source of the clip. The event was reported to the supervisor, but notification to pentax medical was not made at that time. The event date and product information is unknown. No additional information was provided. No product is being returned for investigation. After repeated good faith efforts to gather additional information, the pentax medical account development representative provided all the available information as of 29-aug-2019. He stated the account did not take any notes, date, time, patient information, endoscope model or serial numbers. No additional information will be forthcoming. Although the customer did respond on 13-sep-2019 stating they felt it was a gastroscope, since no documentation was originally performed we will be submitting an MDR for each endoscope type the facility has on location currently. Refer to mdrs: 9610877-2019-01442, 9610877-2019-01477, 9610877-2019-01478 .